Manufacturer narrative:
Hamilton medical ag case number is (B)(4). . Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "device failed at start-up (didn't continue load at start-up)". - when this was noticed, the ventilator was not in use to ventilate a patient. It occurred during startup bis is not further specified. The hamilton vigilance reporting decision strategy prescribes to report startup issues. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "device failed at start-up (didn't continue load at start-up)". When this was noticed, the ventilator was not in use to ventilate a patient. It occurred during startup bis is not further specified. The hamilton vigilance reporting decision strategy prescribes to report startup issues. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.